Manufacturer narrative:
The insulin pump was received with cracked case at display window corners, missing reservoir tube o-ring and completely broken off reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 7.3 mmol/l. The customer state there was a crack in the case, by the reservoir compartment. The customer is unaware of how the damage happened. The insulin pump will be returned for analysis.